Event description:
A rep from wright medical technology, inc. Attending the total hip surgery brought the wrong femoral head (non fine-finished) for the hip socket into the operating room, which was placed into the pt. Wright medical contacted the surgeon at 7:00pm 3 days later to advise him they discovered the mistake. Pt was notified in 01/2003 and scheduled for surgery in 2003.